Event description:
N/a.

Manufacturer narrative:
The perforator was not returned for evaluation (discarded by customer) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, a potential cause of the reported failure may have been related to the angle held and/or pressure application, during use or a weld deficiency. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) was initiated to investigate perforator disassembly trend.

Event description:
1 of 2 reports. Same facility, different patients. Other mfg report number: 3014334038-2025-00010. A facility reported a perforator (ID 261221) broke during procedure. The procedure was completed with a replacement product available. According to information provided, it is unknown if there was patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.